Event description:
During a renal stenting, the slalom balloon misplaced the stent after deployment of the stent. Another was used to finish the procedure. The problem occurred within the body of the patient, but there were no consequences for him. The procedure was finished with another stent, but tight controls are planned by the hospital.

Manufacturer narrative:
It was noted that the stent was misplaced after deployment in the renal artery. Another stent was used to complete the procedure. There was no reported patient injury. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15527138 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.